Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported through a literature article that, the patient experienced a pericardial effusion after implant of a of a right atrial (ra) leadless pacemaker (lp). A pericardiocentesis procedure was performed to resolve the effusion. Further information can be found in the literature article titled ¿first short-term european experiences with dual-chamber leadless pacing: early safety and electrical outcomes compared with transvenous systems".